Event description:
A pump with a low rate on channel a. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative.